Manufacturer narrative:
A zoll (B)(4) territory manager evaluated the autopulse platform (sn unknown) at the user facility and the reported complaint of user advisory - ua41 (patient temperature sensor failure) was not confirmed. Initial functional testing passed without any system errors. The customer was happy to put the autopulse platform back into clinical use. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., a fire truck in sun) or soft surface that may block air vents are known to cause ua41 error messages in rare cases.

Event description:
The customer reported that during shift check, the autopulse platform (sn unknown) displayed user advisory - ua41 "patient temperature sensor failure" error message. The ua41 error message could not be cleared and was permanent as stated by the user. The serial number has come off the back of the user's autopulse. No patient involvement.